Event description:
It was reported that during the thrombectomy procedure of stroke with a huge infraction, the subject guidewire was torn into two segments inside the balloon guide catheter when going up with the intermediate catheter proximal to the tortuous part. The physician used a snare device to pull out the torn segment. The patient's anatomy was tortuous. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was shaped less than 40 degrees, continuous flush was maintained for the duration of the procedure, a microcatheter was used in the procedure, the patient's anatomy was very tortuous (although the device was torn proximally to the tortuous part), friction/resistance was encountered during the procedure due to the tortuous anatomy, the guidewire was torn approximately 10cm from the distal tip inside the guide catheter when going up with the catheter and suddenly the wire had no support and fell out of the guiding catheter, stent retriever was used to snare the fractured wire tip out, and the procedure was completed successfully without complications. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint of guidewire broken/fractured during use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the thrombectomy procedure of stroke with a huge infraction, the subject guidewire was torn into two segments inside the balloon guide catheter when going up with the intermediate catheter proximal to the tortuous part. The physician used a snare device to pull out the torn segment. The patient's anatomy was tortuous. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.